Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a session record revealed non-sustained right ventricular oversensing episodes. The oversensing signals appear to be related to possible myopotentials. Performing isometric tests and deep breathing to reproduce noise was recommended. Disabling the low frequency attenuation filter was also recommended. The patient condition was good. No further information is available.